Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure and one day post operatively high thresholds and a possible pacing failure were noted on the right atrial (ra) lead. The likely cause of the problem was patient medical condition -amyloidosis. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.